Manufacturer narrative:
Findings: unit received intermittent button response due to flattened up button dome switch. Unit received with minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A caller from the (B)(4) center reported via phone call that the customer they had issues with the keypad on their insulin pump after getting out of surgery. The patient's blood glucose level was 188 mg/dl at the time of the call. The caller stated that the buttons do not respond. It is unknown what kind of surgery was performed. The caller was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.